Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported leaking at the hub, by the white band that says midline on it. She noticed when she flushed her hands were wet, and could only assume there was a crack between the white and purple pieces. They had to open an extra kit and exchange the midline.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is unconfirmed, as no issues were observed with the returned sample during testing. One 4fr powerpicc midline catheter was returned for evaluation. An initial visual observation revealed some use residue in the sample. The catheter was trimmed just distal to the 4cm depth marking. A functional test of flushing and pressurizing the catheter with water using a 12ml syringe was performed. No leaks were observed. A microscopic observation revealed no damage, splits or breaches between the molded joint and tubing connections. This complaint could not be confirmed as no issues were observed with the returned sample during testing. This complaint will be recorded for future trending and monitoring purposes.